Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-01347. It was reported the patient's scs system leads were successfully replaced because the system was not providing adequate pain relief.